Event description:
The customer reported that while monitoring patients on a xhibit central station, the displays went into sleep mode. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs technical support walked the biomed through troubleshooting the loss of the displays. The issue was traced down to a third party display splitter. The biomed reset the splitter and confirmed that all the displays returned. The issue was due to a connected thrid party display splitter.